Manufacturer narrative:
The medical center contact person in the biomed shop reported that, "it was all water, no blood". The on site biomed contact person further reported that he is trained and will replace all blood back parts. No further information was provided by the user facility. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "blood detected" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.